Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample or diluent into well positions f7 and g7 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamp. No death or serious injury was associated with this event.